Manufacturer narrative:
Our partner`s service technician downloaded log files. However, he could not duplicate the issue during testing. Function tests and software test was performed successfully. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from the partner: customer reports unit showed no values on screen and was alarming with a high pressure alarm.

Event description:
Hamilton medical ag received the following description from the partner: customer reports unit showed no values on screen and was alarming with a high-pressure alarm.

Manufacturer narrative:
Our partner`s service technician downloaded log files. However, he could not duplicate the issue during testing. Function tests and software test was performed successfully. Investigation is ongoing. It was reported by the customer that the unit showed no values on screen and was alarming with a high-pressure alarm during ventilation of a patient. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. The logfiles confirmed that the issue happened @ (B)(6) 2023 and high-pressure alarms occurred often. No technical faults were logged. The technician who checks the device could not duplicate the issue. No part was replaced and the device was successfully tested and released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.